Event description:
The customer reported the unit power pca auto test message error message in status log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit power pca auto test message error message in status log. There was no reported pt involvement. The unit was evaluated at philips. The reported symptom was not duplicated. The unit passed all post servicing testing and was returned to the customer. We will not consider this a malfunction of the power pca that caused auto test failure messages.